Event description:
The procedure was a ptca of a de novo lesion in the riva. The guiding catheter and guidewire were positioned in the mid part without any problems. Predilatation with a pantera balloon 2.0/15 mm was conducted without problems. The cypher was delivered to the target lesion but it was not possible to inflate the cypher balloon, so there was no stent expansion. Then, the physician saw contrast and some air go into through the rcx with st elevation and pain along with low flow. The physician pulled out the cypher stent and gave the patient isoket 200 mcg, verapamil 100mcg and morphine 25 mg. Five minutes later the patient was fine, and the physician placed another cypher 2.25/18 mm stent. Postdilatation with a pantera balloon 2.5 x 10 mm balloon was conducted and the procedure was completed. There was no difficulty removing the product from the hoop. No kinks or other damages were noted prior to inserting the product the product into the patient. The device prepped normally and was able to maintain negative pressure. Optiray 350 / guerbet contrast media was used for the procedure. The contrast to saline ratio was 1:1. A medex medflator 2 / smith medical inflation device was used for the procedure. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the guide catheter.

Manufacturer narrative:
Optiray 350 / guerbet contrast media, medex medflator 2 / smith medical inflation devicethis device (B) (4) (lot 15049147) is distributed outside the united states ; however it is similar to the united states product (B) (4).the product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
Information received from an account indicated that a patient experienced an air embolism during an attempt to implant a coronary artery stent. The target lesion was the right intra-ventricular artery (riva). The vessel/lesion characteristics are unknown except that it was a de novo. The lesion was cannulated with a guide wire without difficulty and then pre-dilated with a 2.0mm x 15mm pantera balloon. A 2.25mm x 18mm cypher stent was advanced to the lesion without difficulty and deployment was attempted but the balloon would not inflate. The doctor then saw contrast and a little air went into the artery, resulting in st elevations, pain and hypo-perfusion. The patient was given nitrates, verapamil and morphine. Within five minutes the symptoms disappeared and the patient was fine. A different 2.25mm x 18mm cypher stent was then implanted without difficulty and post-dilated for optimal expansion. The procedure was successfully completed without further sequel and the product was returned for evaluation. Failure analysis: one non sterile cypher select + 2.25x18 mm was received coiled inside two plastic bags. One bend was observed at distal end; this condition on the shaft could be related to the way the unit was sent for the analysis. Blood residues were observed inside balloon. Pressurized water was applied to the catheter using an indeflator and a shaft leakage was detected. No damage was observed in balloon. Sem analysis results showed that the shaft external and internal surfaces exhibited evidence of abrasions next to the leak-hole at 22.5cm from the distal tip. The exact cause of the damage could not be conclusively determined. A review of the manufacturing documentation associated with this lot 15049147 the following was found: (B)(4). The reported customer complaint of inflation difficulty was confirmed through failure analysis as a shaft leakage was identified. The exact cause for the damage found on the shaft of the stent delivery system could not be conclusively determined however there are procedural and handling factors that can contribute to this type of failure. Review of the information provided and the analysis does not indicate that there is a design or manufacturing related issue and therefore no corrective action is required.